Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was showing invalid data for p and r-waves. Right atrial (ra) lead undersensing was also observed. No action was taken. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.